Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot number has been provided by the complainant.

Event description:
It was reported that the nurse was administering nor adrenaline and when placing the bandage on the patient noticed the dressing was wet and their blood pressure was dropping. The PICC was allegedly, found to have a crack which claiming, caused the leak. Claimed, the PICC was removed on the same day. No further information available.